Event description:
During a ptca procedure, the balloon ruptured and a dissection occurred. The dissection was repaired with another balloon. Patient status is listed as "o.k.".

Manufacturer narrative:
The perfusion catheter has been discarded by the hospital, so no returned product analysis will be available.